Manufacturer narrative:
The customer returned their glidescope avl video baton 3-4 to verathon for evaluation. A verathon service representative evaluated the returned baton and was able to duplicate the reported disappearing image issue. It was found that when the cable was bent, the image would disappear. Upon review of the device history for the serial number (B)(4) , it was determined that the glidescope avl video baton 3-4 was manufactured on 24-sep-2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). The customer was advised that their video baton would need to be replaced, as it was no longer under warranty, and that there are no repairs available. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear. No use of a backup device, harm to the patient or harm to the user was reported.